Manufacturer narrative:
An event regarding revision involving unknown implant bipolar head was reported. The event was not confirmed.   Device evaluation and results: not performed as product was not returned/ remains implanted.  Clinician review: no medical records were received for review with a clinical consultant   device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   The following device was also listed in this report: unknown 28 +0 lfit femoral head; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to pain. A hemi hip was converted to a total hip. Rep confirmed that no further information will be released by the hospital or surgeon.